Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperlipidemia (dilatation and curettage), dysfunctional uterine bleeding, hypercholesterolemia and menometrorrhagia. Concurrent conditions included endometrial curettage, inflammation, nabothian cyst, depression (not recovered prior to essure) and anxiety (not recovered prior to essure). Concomitant products included bupropion (wellbutrin), lovastatin, meloxicam (mobic), sertraline, temazepam (restoril) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain/ weight gain/ weight loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/ low back pain"). In 2011, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), loss of libido ("hormonal changes describe: loss of libido") and fatigue ("fatigue"). On an unknown date, the patient experienced libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, anxiety and back pain had resolved and the libido decreased, weight increased, loss of libido and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, fatigue, libido decreased, loss of libido, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . On (B)(6) 2006: the specimen is received in formalin labeled "patient, endometrial curettings" (which corresponds to the submitted specimen requisition). The specimen consists of which is scraped and expels tan-pink rubbery tissues that measure up to 0.7 cm in aggregate. The tissues are totally submitted in a single cassette. On (B)(6) 2016: gross: received in formalin labeled "(B)(6) , uterus, cervix, bilateral tubes" (which corresponds to the submitted specimen requisition) is a 185 gm uterus with bilateral fallopian tubes attached. The uterus measures 11.3 x 6 x 4.5 cm. The serosal surface is red-tan and glistening. The cervical os is punctate, red/purple. The endocervical canal measures 3.5 cm in length and has red-tan mucosal changes. The intrauterine cavity measures 3 x 2.7 cm and is covered with red-tan endometrium. Representative sections of the cervix are submitted. The endometrium measures 0.1 to 0.2 cm in thickness. Multiple representative sections are submitted. Both left and. Right fallopian tube segments were cut by scissors to remove them from the uterus. The right fallopian tube measures 5.9 cm in length and ranges from 0.2 to 1.5 cm at the fimbriated end of an otherwise red-tan tubular tissue. Representative sections of the fimbriated end of the right fallopian tube are in cassette #11. The corresponding left fallopian tube measures 6 cm in length and ranges from 0.2 to 1.5 cm at the fimbriated end of an otherwise red-tan tubular tissue. Representative sections of the fimbriated end of the left fallopian tube are in cassette. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (ess205) (batch no: 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperlipidemia (dilatation and curettage), dysfunctional uterine bleeding, hypercholesterolemia and menometrorrhagia. Concurrent conditions included endometrial curettage, inflammation and nabothian cyst. Concomitant products included bupropion (wellbutrin), lovastatin, meloxicam (mobic), sertraline, temazepam (restoril) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced weight increased ("weight gain/ weight gain/ weight loss specify which one: weight gain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/ low back pain"). In 2011, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), loss of libido ("hormonal changes describe: loss of libido") and fatigue ("fatigue"). On an unknown date, the patient experienced libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, anxiety and back pain had resolved and the libido decreased, weight increased, loss of libido and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, fatigue, libido decreased, loss of libido, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2006: the specimen is received in formalin labeled "patient, endometrial curettings" (which corresponds to the submitted specimen requisition). The specimen consists of which is scraped and expels tan-pink rubbery tissues that measure up to 0.7 cm in aggregate. The tissues are totally submitted in a single cassette. On (B)(6) 2016: gross: received in formalin labeled "(B)(6), uterus, cervix, bilateral tubes" (which corresponds to the submitted specimen requisition) is a 185 gm uterus with bilateral fallopian tubes attached. The uterus measures 11.3 x 6 x 4.5 cm. The serosal surface is red-tan and glistening. The cervical os is punctate, red/purple. The endocervical canal measures 3.5 cm in length and has red-tan mucosal changes. The intrauterine cavity measures 3 x 2.7 cm and is covered with red-tan endometrium. Representative sections of the cervix are submitted. The endometrium measures 0.1 to 0.2 cm in thickness. Multiple representative sections are submitted. Both left and. Right fallopian tube segments were cut by scissors to remove them from the uterus. The right fallopian tube measures 5.9 cm in length and ranges from 0.2 to 1.5 cm at the fimbriated end of an otherwise red-tan tubular tissue. Representative sections of the fimbriated end of the right fallopian tube are in cassette #11. The corresponding left fallopian tube measures 6 cm in length and ranges from 0.2 to 1.5 cm at the fimbriated end of an otherwise red-tan tubular tissue. Representative sections of the fimbriated end of the left fallopian tube are in cassette. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: loss of libido, fatigue were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety,"), libido decreased ("low sex drive"), back pain ("back pain") and weight increased ("weight gain"). The patient was treated with surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain, depression, anxiety, libido decreased, back pain and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, libido decreased, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.